Manufacturer narrative:
The fill patient identifier is (B)(6). The customer did not supply patient demographics such as weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. The vitros and access assays both target anti-spike antibodies. Two samples from the patient were sent to the (B)(4) (complaint handling unit) for investigation. Patient samples were tested neat with the sars-cov-2 igm and sars-cov-2 igg (qualitative). The (B)(4) obtained non-reactive results for both samples on the two assays. Customer's results were therefore confirmed. A decline in the antibody response over time may explain the non-reactive results obtained. This decline has been documented in several publications: seow j, graham c, merrick b, et al. Longitudinal observation and decline of neutralizing antibody responses in the three months following sars-cov-2 infection in humans. Nat microbiol. 2020, 5:1598¿1607. Patel mm, thornburg nj, stubblefield wb, et al. Change in antibodies to sars-cov-2 over 60 days among health care personnel in nashville, tennessee. Jama. 2020;324(17):1781¿1782. Doi:10.1001/jama.2020.18796. In conclusion, the cause of the discordance could not be determined. Differences between each individual method are expected.

Event description:
On (B)(6) 2021 the customer reported repeatable discordant non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971196) results were generated for one patient on the customer's dxi 600 access immassy w/spot b (part number a71460 and serial number (B)(4)). The repeatable non-reactive access sars-cov-2 igg results were twice at 0.29 s/co on (B)(6) 2021 and (B)(6) 2021 and at 0.26 s/co on (B)(6) 2021. The non-reactive access sars-cov-2 igg patient results were discordant with the vitros sars-cov-2 igg assay reactive results obtained on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020 (exact results were not provided). The patient had a presumptive positive pcr on (B)(6) 2020 but a negative pcr result on (B)(6) 2020. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System check data was not provided. Calibration passed on 11jan2021 with reagent lot 971196 and calibrator lot 922406. Quality control (qc) was passing within the laboratory¿s established ranges. The vitros and access assays both target anti-spike antibodies. There were no issues with sample integrity reported by the customer. Sample tube collection type was a bd plastic tube. The customer reported that the sample was centrifuged for time <5 minutes at <5000 rpm. No further sample information was provided.